Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 259 mg/dl at the time of incident and treated with manual injection. Customer stated that the insulin pump buttons stopped working after it has been exposed to moisture . Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have received a failed battery test alarm and followed by a battery out limit alarm after the battery has been changed. Unable to complete troubleshooting due to keypad anomaly. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify button keypad anomaly, battery out limit alarm, failed battery test alarm due to blank display. Pump had corroded motor home switch. Pump received with minor scratched display window, cracked display window, cracked case at display window corners and cracked reservoir tube lip.